Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted to the patient via v-p shunt on (B)(6) 2021 with an unknown setting. The valve was removed due to infection on (B)(6) 2021. At the revision, it was found that blood was inside the reservoir. No information was provided in regards the type of infection/microorganism, how the infection was discovered and is also unknown the type of treatment given for the infection.

Manufacturer narrative:
The certas valve was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.